Event description:
It was reported that the patient's right ventricular lead exhibited noise. No further information was provided.

Event description:
New information received on june 5, 2025, indicates a recurring of the lead noise.